Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during initial drain. The hp stated, he left spare line clamp open causing the s/e 2240. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and recommended the hp start over with new supplies and contact their nurse. The patient was involved but there was no patient injury or medical intervention reported. A follow up was made via phone call. Hp noted no defects with the supplies. Per hp, he did not receive any injury or medical intervention as a result of this incident; he had not informed his nurse of the incident. The hp stated that he was doing fine and continuing therapy without issues. The hp stated that he had continued therapy that night using new supplies.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during initial drain was not confirmed; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The home patient (hp) stated he left a spare line clamp open causing the alarm. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.